Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was microscopically inspected, and leak tested. Microscopic evaluation revealed that the outer tube had detached in the proximal end of the cylinder, consistent with explant damage. In addition, broken fabric thread and a hole were identified within the detachment of the outer tube. The first cylinder passed the leakage test. The second cylinder was visually inspected and tested for leaks. During visual inspection it was noted that the component had buckling folds in the middle to the proximal end of its body. The first cylinder did not pass the leakage test due to explant damage. The pump was microscopically and functionally inspected, and leak tested. No visual damage or abnormalities were noted, no leaks were identified; however, the pump did not pass activation test during functional examination. The reservoir was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the pump not passing the functional inspection could have caused or contributed to the reported clinical observation of the device not working properly.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the right cylinder was noted. All components were removed, and a new ipp was implanted. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the right cylinder was noted. All components were removed, and a new ip was implanted. There were no patient complications reported.